Manufacturer narrative:
Additional information: the returned device was evaluated. There was damage to the drive tip which included twisting and deformation indicative of inadequate seating of the tip within the mating screw head during use. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a dorsal height adjuster started to twist and became misshapen. There was not a specific surgery associated with this event; it happened over time. There was no patient impact associated with this event.